Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the incident occur during one or more procedures on a patient? Multiple interventions on multiple patients ( one rapide vicryl wire 4.0 per patient) ((B)(4) has already been created for ambigus number of procedures impacted) what is the total number of procedures? More than 20 patients. ((B)(4) has already been created for ambigus number of procedures impacted). Can you identify the lot number(s) of the product used? No because they were used more than a month ago and the abnormal inflammatory aspect was seen during the control appointment at d21 postoperative. Have any of these events ever been reported? If yes, could you please tell us the reference for each patient? I do not think. A medical or surgical procedure has been performed (product removal; new operation; new suture; new closure; drainage)? Removal of wires by ids because abscess in the wires, prescription of atb po or local by some attending physician before seeing the surgeon on d21, for several patients need to prescribe kinesitherapy and silicone placement on inflammatory scars. Has a prescription for corticosteroids or antibiotics been issued for the patient's convalescence? If yes, please indicate the name(s) of the medicinal product(s), route of administration and dosage. Prescribed by attending physicians (fucidin) , nothing by surgeon. ¿what is the state of health and current condition of patients? Always hypertrophic, edematized scar, improving but abnormal after almost 1 months 1/2 for often carpal tunnel scars is a scar of 2 stitches, which is usually nickel after 2 to 3 weeks. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did any patients have an abscess? If so, which patients? How many patients? What is meant by ¿removal of wires by ids because abscess in the wires¿? Did any patients require a re-operation? If so, which patients? How many patients? Distribution of patients (male/female)? Please send the available photos? Specify which photo goes with which pc/patient. What does ¿usually nickel after 2 to 3 weeks" mean? How was the wound prepped ¿ pre op, post op and any additional dressings used? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Did all patients undergo carpal tunnel surgery? If not, please specify the procedure for each patient. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Did the patient have an infection? Please describe the patient manifestations of the reported infection/reaction (location, severity, appearance). Please provide the onset date/time of infection/reaction from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures and sensitivities performed? If so, please provide the results. How much and what type of drainage is present in this wound? Were any pre-op cleansing procedures changed recently? If yes, please describe does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? What is the product code for the vicryl rapide that was used?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The surgeon has observed, 1 to 2 weeks after the operations, sharp inflammatory reactions, or ugly scars following the use this suture. The surgeon did not keep or trace the threads in question. Additional information was requested.